Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo, heavily calcified, mildly tortuous, 75% stenosed lesion in the mid-right coronary artery. The lesion was pre-treated with rotablation and high pressure ballooning. An nc traveler balloon was advanced to the lesion for further pre-dilatation, but the balloon ruptured below rated burst pressure. There was no adverse patient effect or a clinically significant delay in procedure. Treatment was continued on the lesion. No additional information was provided.